Manufacturer narrative:
Age, weight and ethnicity: information requested but not available at the time of this report. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Not returned.

Event description:
It was reported that there was a suction loss during side cut. Case was aborted ¿ patient switched to prk.